Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of an endoleak type 3b on a patient from a rep. According to the report physician noted that the fabric appeared to be compromised mid aorta extending to the aortic bifurcation. Physician noted a reline with a slightly longer afx2 duraply main body would be recommended. An alternative if wanting to treat the ectatic iliac on the left would be to reline with an ovation using bell bottom limbs landing right above the hypos. A bea28x120/i20-40 would seal into the current 28mm cuff and offers new duraply fabric through the aorta and iliac limbs.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the patient's type 3b endoleak of the main body and the secondary endovascular procedure performed on (B)(6) 2018. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body was the use of the strata material. No procedure related harms detected. The final patient disposition could not be determined due to lack of the medical information surrounding the secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: event (adverse event or product problem): describe event or problem-please update.

Event description:
On 03/23/2018, endologix was made aware of an endoleak type 3b on a patient from a rep. According to the report physician noted that the fabric appeared to be compromised mid aorta extending to the aortic bifurcation. Physician noted a reline with a slightly longer afx2 duraply main body would be recommended. An alternative if wanting to treat the ectatic iliac on the left would be to reline with an ovation using bell bottom limbs landing right above the hypos. A (B)(4) would seal into the current 28mm cuff and offers new duraply fabric through the aorta and iliac limbs. Patient's initial implant was done in (B)(6) 2014 by dr. (B)(6). On (B)(6) 2018, physician performed a secondary procedure to fix the leak. No further information provided.